Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a procedure wherein the paddle lead was repositioned and remained implanted. The patient was doing well postoperatively.